Event description:
"After about 36 hours of operating, the blood pump tubing developed a leak. Approximately 150 ml of blood were lost. Machine was replaced and therapy continued. Problem machine was examined, found to have a deteriorated roller pump housing. The black coating that covers the outer part of the roller pump was pitted, causing a rough surface. The tubing rubbed against this rough area causing abrasion and tubing failure. This is the second time we have encountered this problem. After the first time, all the pump heads were replaced. Repated failure occurred after about 1 year since replacing the pump heads."

Manufacturer narrative:
The prisma machine was not checked out by a gambro technical services (gts) field representative. No sample was available for investigation. As corrective action, the preventive maintenance procedure has been modified to include rollers' washers replacement and a tool to check the roller occlusivity.